Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to continue filling the tubing until the total amount equaled 30 units and suggested loading a new cartridge, as the current one only had 50 units. Technical support assisted the caller in completing the load process and resuming insulin delivery.